Manufacturer narrative:
The infusion set was not expired at the time of the event. H3 other text : product was discarded.

Event description:
It was reported that the infusion set was leaking at the headset.